Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer confirmed the failure during the on-site investigation. He replaced the expiratory valve coil to resolve the issue. The expiratory valve coil was not returned for investigation. Therefore, the root cause to the reported issue could not be established by this investigation. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).